Event description:
Found during routine testing. The customer reported that the device was not charging the battery and the ac mains light was not lit when the device was connected to ac power.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.